Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the clear cap one way valve gets stuck after attaching to a syringe. This will cause back flow of blood up into the cap and even out of the system at times. There was no report of patient harm.